Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, there were foreign objects in the air/water tube and cylinder of the colonovideoscope. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report (MDR). The initial medwatch reported that during the device evaluation, there were foreign objects in the air/water tube and cylinder of the colonovideoscope. However, the customer stated the device was returned without reprocessing which caused the foreign material to remain. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.